Event description:
The user facility reported that during an unspecified diagnostic procedure, the evis lucera elite colonovideoscope air/water supply was insufficient; however, the device could still be used to finish the procedure. The device had been inspected prior to the procedure, and the air/water supply was found to be sufficient. During reprocessing at the user facility after the procedure, the evis lucera elite colonovideoscope air/water nozzle was observed to be clogged with foreign material. The returned device was evaluated by an olympus service center and the customer's complaint was confirmed. This report is being submitted for the reportable malfunction of foreign material in the nozzle. There was no report of patient harm or injury due to the event.

Manufacturer narrative:
During the evaluation of the device at the olympus service center, the clogged nozzle was replaced with a new nozzle. The reprocessing precautions have been explained again to the users by an olympus field service engineer. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The cause of the suggested phenomenon was presumed to be the following: ·there were differences between reprocessing methods performed by the user facility and reprocessing methods recommended by the instructions for use (IFU). ·training for staff in the user facility regarding device handling as per IFU, handling of devices before they were returned to olympus, and reprocessing was insufficient. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function, inspection of the objective lens cleaning function, inspection of ancillary equipment. Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw (air/water) channel cleaning adapter (mh-948) after each patient procedure. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Olympus will continue to monitor field performance for this device.